Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, severe anterior paravalvular leak (pvl) was observed during final angiogram. A post-implant balloon dilatation was performed using a 23 millimeter (mm) and 25 mm balloon to get better expansion of the balloon but it didn't resolve the pvl. Subsequently a non-medtronic occluder (abbott) was implanted resolving the pvl. No additional adverse patient effects were reported.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided. Patient¿s executive summary was not provided for anatomical review thus it is not possible to validate suitable valve size and determine calcium burden and distribution that could result in inadequate sealing. However, there is evidence of significant aortic valve calcification visible on fluoroscopy. Fluoroscopy valve inspection was performed and confirmed a good load. Evidence supports that at least one recapture was performed. The valve was deployed a second time in the cusp overlap view and depth assessment was performed. Just prior to the point of no recapture, valve depth appeared to be approximately 3mm on the non-coronary cusp. Depth assessment in the lao view was not performed. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is 1 mm or >5 mm, consider recapture. Furthermore, per medtronic best practices, depth assessment at the non-coronary cusp (ncc) is performed in a cusp overlap view, and if acceptable, next step is to move to the 3-cusp coplanar view and remove parallax from the inflow portion of the valve (roll lao no greater than 25°) to verify depth at the lcc. The valve may be released once these steps are completed. In this case, depth on the left coronary cusp prior to release is unknown. The valve was released, and post implant angiogram shows and under expanded valve and paravalvular leak. Subsequently, a post implant dilatation was performed with visible expansion of the valve frame. The subsequent angiogram shows significant paravalvular leak. There is evidence of another post implant dilatation with no improvement of the paravalvular leak. Consequently, a plug/occluder was implanted to resolve the paravalvular leak. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that one recapture was reported as the valve depth was above the attempted implant zone. According to the physician, annular calcification on the right coronary cusp (rcc) contributed to the expansion and pvl.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.